Event description:
A manufacturer representative and the patient reported that the patient was seen in clinic on (B)(6) 2016 because the doctor requested a reprogramming for the patient. At that time they were unable to interrogate the implantable neurostimulator (ins) because it had no charge. The patient noted that they had not charged their ins in about a month because it just wasn¿t working. The patient scheduled a second appointment to perform a trickle charge on the ins but then decided that they did not want to perform a trickle charge at that appointment. The trickle charge had not been rescheduled as of (B)(6) 2016. There were no patient symptoms reported. The patient status was listed as ¿alive - no injury¿ at the time of the report. The patient was implanted for spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was able to fully charge, used stim and was very happy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep that attempted the trickle charge due to an overdischarge only initiated a physician more recharge (pmr) but did not finish it. It was noted that the rep that made the report was informed of the issue 2-3 weeks prior to the report. The rep was able to meet with the patient on (B)(6) 2016 to finish the pmr. Follow-up has been conducted to determine if od resolved and if patient was receiving adequate therapy, but no further information was received at this time. If additional information is received, the event will be updated.

Event description:
The manufacturing representative reported that the patient has been ¿non-compliant¿ with charging their ins, and was trickle charging the patient¿s device. Poor coupling was reported. The rep requested that a new recharging antenna be sent to the patient. No patient symptoms were reported. The issue remains unresolved at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that regarding the patient not charging in ¿about a month because it just wasn¿t working¿ the patient needed a new antenna for the recharger. The rep had met the patient for a trickle charge, but she was unable to continue due to going out of town. There were no symptoms reported related to the device issue. An antenna was needed and a trickle charge would be rescheduled; the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.